Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the guidewire could not be inserted into the puncture needle (18g). It was further reported that guidewire allegedly damaged and the guidewire had resistance, reportedly, the guidewire was stuck inside the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded into an introducer needle was returned for evaluation. Visual, microscopic, and functional evaluations were performed on the returned device. The j-tip of the guidewire was not protruding the introducer needle bevel. The guidewire appeared to be stuck within the introducer needle. Uncoiling was noted throughout the guidewire portion proximal to the introducer needle hub. No core wires were noted to be protruding the uncoiled portion of the guidewire. An attempt to advance the j-tip guidewire into the introducer needle was performed and was unsuccessful. The guidewire felt stuck within the introducer needle. The guidewire did not advance within the introducer needle. Therefore, the investigation is confirmed for the reported insertion difficulty, physical resistance or sticking issues and identified stretched issues. However, it is unconfirmed for the reported material integrity issue as more specific stretched issues were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the guidewire could not be inserted into the puncture needle (18g). It was further reported that guidewire allegedly damaged and the guidewire had resistance, reportedly, the guidewire was stuck inside the patient. There was no reported patient injury.